Manufacturer narrative:
Two devices were received in used condition, without their original packaging, decontaminated and inside in a plastic bag. Per visual inspection, no obstructions, damaged, broken, or other defects were detected in any of the joins of the product. Per functional leak testing, a leak was present in the filter air vent of both devices. The complaint was confirmed. The root cause was due to user interface and not adhering to the instructions for use. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions are performed since failure mode was not related to the manufacturing process.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak on the tubing filter and the pump beeped indicating "air bubble." This incident occurred multiple times on two different patients. No clinical consequences for the patient.